Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair surgery, the second implant did not deploy. The implant remains in the patient. There was no harm to the patient, operator, or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed based on the customer provided video, which displays the second implant pulling out. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.